Manufacturer narrative:
Concomitant medical products: 4.0mm x 150mm sleek balloon, .014" mailman guidewire. The product is available but has not been received as of the initial report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The complaint received states that during an interventional procedure the precise biliary stent system had guidewire inner lumen separated and the entire system had removal difficulty. Contralateral access was gained (right femoral) to treat the left sfa, diffusely diseased from the proximal sfa to the popliteal. The patient had a previous aorta/bifem graft in place that caused a tight bifurcation and a challenge for the cook flexor raabe sheath to track down to the left common femoral. Once the sheath was in place, the sfa was dilated with 4.0 mm x 150 mm sleek balloon, followed with atherectomy of the popliteal segment. A 5 mm x 40 mm precise biliary stent was placed just distal to the aductor hiatus. Advancing the precise stent to the target site was difficult and after the stent was deployed, there was extreme difficulty removing the delivery system. After the physician worked to remove the delivery system, the inner membrane became separated from the stainless steel stylet of the precise delivery system and the inner tip became stuck on the .014" mailman guidewire. The wire was removed and the inner membrane of the delivery device came out of the patient, successfully and completely, on the guidewire. The cook sheath was discovered to have been kinked at the aortic bifurcation, which kinked the delivery device and the 0.14 mailman guidewire in the process. This created difficulty in removal of the precise delivery system. A fresh sheath was used to complete the intervention and all went uneventful from that point on in the procedure. It was determined that the precise stent did perform as expected given that the sheath had kinked and caused the stent delivery system to experience difficulty in removal. Patient tolerated the procedure well, and there were no complications. Three segments non sterile of precise otw 5x40 mm were received along with an unknown csi and one smart control 6x150 mm, coiled in a plastic bag. First segment: proximal end section, support member with 57.3 cm of length from hub. Residues of elongated wire lumen were observed at the separation location. Blood residues were observed throughout the catheter's segment. Second segment: 48 cm of length of support member. Residues of elongated wire lumen were observed at the separation location. Twisted characteristics were observed at this segment of the support member. Blood residues were observed throughout the catheter's segment. Third segment: distal section, support member which was 46 cm of length. Inside this segment an unknown guide wire was stuck. Support member was fractured at multiple places. Blood residues were observed throughout the catheter's segment. Dimensional analysis could not be performed due to the condition of product as received. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The "guide wire-lumen separated-remains in wire" reported by the customer was confirmed based on the condition of the catheter as received. However, the cause could not be conclusively determined during the analysis. Procedural factors and the heavy manipulation of the catheter during the procedure may contribute to the failure as reported. The "withdrawal difficulty-through-guide/sheath" complaint reported by the customer could not be confirmed due to the condition of product as received. Neither the DHR results nor the product analysis suggests that the failure reported by the customer could be related to the manufacturing process of the product. Controls exist through the sds assembly and packaging processes to prevent this type of failure, as well as there are inspections in place to detect them in the sds. Therefore, no corrective / preventive actions will be taken at this time. In regards to the smart control 6x150 mm received along with the precise unit, no failure information was found in the event/service request description that can relate this unit to the reported complaint (precise catheter), therefore no actions will be taken at this moment for this unit. Waiting for further information from sales representative. The "guide wire-lumen separated-remains in wire" reported by the customer was confirmed based on the condition of the catheter as received. However, the cause could not be conclusively determined during the analysis. Neither the DHR results nor the product analysis suggests that the failure reported by the customer could be related to the manufacturing process of the product. The "withdrawal difficulty-through-guide/sheath" complaint reported by the customer could not be confirmed due to the condition of product as received. Neither the DHR results nor the product analysis suggests that the failure reported by the customer could be related to the manufacturing process of the product. Review of the information suggests that vessel and procedural issues, specifically the kinked condition of the interventional sheath may have contributed to the reported and confirmed events.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot was performed and revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Additional information will be submitted within 30 days of receipt.

Event description:
Contralateral access was gained (right femoral) to treat the left sfa, diffusely diseased from the proximal sfa to the popliteal. The patient had a previous aorta/bifem graft in place that caused a tight bifurcation and a challenge for the cook flexor raabe sheath to track down to the left common femoral. Once sheath was in place, the sfa was dilated with 4.0mm x 150mm sleek balloon followed with atherectomy of the popliteal segment. A 5mmx40mm precise biliary stent was placed just distal to the adductor hiatus. Advancing the precise stent to the target site was difficult and after the stent was deployed, there was extreme difficulty removing the delivery system. After the physician worked to remove the delivery system, the inner membrane became separated from the stainless steel stylet of the precise delivery system and the inner tip became stuck on the .014" mailman guidewire. The wire was removed and the inner membrane of the delivery device came out of the patient successfully and completely on the guidewire. The cook sheath was discovered to have been kinked at the aortic bifurcation, which kinked the delivery device and the 0.14 mailman guidewire in the process. This created difficulty in removal of the precise delivery system. A fresh sheath was used to complete the intervention and all went uneventful from that point on in the procedure. Patient tolerated the procedure well, and there were no complications. It was determined that the precise stent did perform as expected given that the sheath had kinked and caused the stent delivery system to experience difficulty in removal. Customer does not expect a replacement or credit. The product will be returned to cordis for evaluation and examination.